Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's sister reported via phone call that the customer's blood glucose has been high in the morning for the third time this week. Customer now lives with his sister since his mom is sick. Customer's most recent blood glucose is 418 mg/dl. Customer treated with a bolus. Customer's blood glucose was 439 mg/dl yesterday and customer treated with a bolus. Customer's blood glucose was 539 mg/dl on (B)(6) and he treated with a shot. Customer changed out the site and it was fine the next day. Customer's blood glucose was 127 mg/dl on (B)(6). Customer's sister called back and the customer's blood glucose was at 43 mg/dl. Customer drank juice and ate some crackers. Customer treats with a manual injection but sometimes he boluses. Customer did not have a tubing clamp and was advised that one will be sent. Customer was advised of dawn phenomenon. Customer already spoke with his health care professional about it. Customer's sister declined troubleshooting for low blood glucose.